Manufacturer narrative:
The reported incident that was alleged of "contamination of the device" could be confirmed, since a small piece of paper was found in the outer blister of the package. Based on investigation, the root cause could either be attributed to a manufacturing issue or a user related issue since the package was ripped open and a small particle could have transferred to the outer blister of the packages. An nc has been opened in order to investigate this event further, and a credit note will be provided to the costumer in terms of good will. If any further information is provided, the investigation report will be updated.

Event description:
A piece of paper in a package. Dr. Noticed it when opened it. Dr. Used spare.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A piece of paper in a package. Dr. Noticed it when opened it. Dr. Used spare.